Event description:
The complainant alleged while monitoring a patient complaining of chest pains and shortness of breath, the device power off after 30 minutes in use without any messages. The clinician tried to power off/on the device several times with no charge. The device was still attached to the patient when they transported the patient to the hospital, when device powered up about 5 to 10 minutes into the transport. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.